Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, patient alleges elevated metal ion levels and pseudotumor near the greater trochanter bursa. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions" and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08092 / -08093).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. Subsequently, patient alleges elevated metal ion levels, limp, pain, bursitis, knee/ankle problems on the ipsilateral side, mobility issues and a pseudotumor near the greater trochanter bursa. Review of radiographs revealed fluid and osteolysis inferior to the acetabular cup. No revision procedure has been reported to date.